Event description:
It was reported that the synthes reamer was broken during an osteosynthesis procedure. No patient or user injuries and no adverse consequences were reported.

Manufacturer narrative:
Device not available for evaluation.